Event description:
It was reported that the anode tank came off the gantry during rotation, and caused the gantry to stop rotating. The customer reported that the gantry vibrated, and then stopped rotating portion of the gantry, and the axial drive motor. The anode tank did not exit the gantry covers, and there was no injury.